Event description:
The clip did not drop into the appropriate location for the clip applier to function. The proper application on to the vessel could not occur. A new clip applier was opened and worked as intended.